Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event(s) related to a fresenius device(s) or product(s) or other issue warranting further investigation. Pneumonia is not reasonably related to pd with fresenius device(s) or product(s) as it is a known risk in immuno-compromised patients, and is most likely a community acquired infection. Therefor the completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that three different drain sets all were leaking at the connector that splits and goes to the 4 each lines. The contact also reported that the patient admitted to the hospital with pneumonia the following day. Upon follow up with the patient's nurse, it was reported that the patient was hospitalized on (B)(6) 2018 for weakness and discharged on (B)(6) 2018. After hospital admission, the patient was found to have pneumonia. Treatment rendered at the hospital was unknown. Peritoneal dialysis continued during the course of hospitalization as per the nurse. The patient fully recovered and continued peritoneal dialysis therapy without any issues.